Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Following a tavr procedure completed with a sheath and 29mm valve, an 18f manta device was used for closure. Depth was measured at 3.5+1 and was confirmed deployment was at the measured depth. During deployment the lever rotated correctly to audible click and device was pulled back at a 60 deg angle until yellow-green was observed. Tamping was completed with adequate pressure. Initially there was no bleeding and the vessel appeared sealed; however, prior to completing the post-angiogram to confirm hemostasis the patient went into vtac due to complications with the tavr valve. When chest compressions were administered the access site began bleeding and firm manual pressure was held for 45 minutes until a vascular surgeon was available to perform a cut-down. During the cut-down it was found the manta had deployed inside the vessel. There was no calcium seen at the access site, bp was 152/48 and act was 142. The instructed angle of deployment is 45 degrees per step 5 in the IFU, while the evidence is not conclusive in this case, it is possible deploying at an angle greater than a 60 degrees could lead to deployment inside the vessel. The IFU states in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Additionally, the following potential adverse events related to the deployment of vascular closure devices have been identified: local trauma to the femoral or iliac artery wall, such as dissection and/or other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Without additional information the root cause is unable to be determined.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
Manta device was deployed. Initially, there was no bleeding and the vessel was sealed. Prior to post-angiogram to confirm hemostasis, the patient went immediately into vtac because of the tavr valve pressing calcium through the wall upon deployment. When the staff started chest compressions, the access site started to bleed and could only be controlled with manual pressure which lasted approximately 45 minutes until the vascular surgeon arrived. The physicians took turns holding firm pressure on the access site. The vascular surgeon arrived and performed a cut down, retrieving the lock, collagen sponge and footplate, then closed the vessel. They were found intact and sandwiched together tightly, but all were located inside the vessel. Ultrasound and micro-puncture successfully utilized to access at mid-femoral head 16f sheath was smoothly inserted heparin 10,000 + 2,000 after act. Protamine was given after echo and prior to manta deployment. Manta was correctly deployed with bp 152/48 final act 142 *no post-angiogram was taken, or distal femoral pulse noted due to the patient's condition suddenly worsening due to tavr valve issue. *heparin was given to reverse the protamine once the patient went into vtac. *the chest was opened, and the cardio-thoracic surgeon repaired the damage caused by the tavr valve.